Event description:
During an endoscopic biopsy procedure, the physician used cook endoscopy captura biopsy forceps with spike. The physician commented that the biopsies seem larger than usual. A section of the device did not remain inside the pt's body. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The appropriate internal personnel have been informed of this type of occurrence in an effort to heighten awareness. This type of occurrence has been brought to the attention of the quality review board (qrb). The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.